Event description:
On (B)(6) 2026, the patient reported that the controller became unresponsive during a software update. The device remained stuck at 19% of 25%, preventing further use. Due to the controller failure, the patient removed the active pod and transitioned to insulin injections. The patient experienced rising blood glucose levels reported at 22 mmol/l (396 mg/dl) and elevated ketones at 1.8 mmol/l along with thirst and headache. Because of these symptoms, the patient sought medical attention at (B)(6) hospital on (B)(6) 2026. The patient remained in the hospital for approximately two hours, during which blood glucose levels were tested. No treatment was provided onsite; however, the patient was prescribed two long-acting insulin pens and a fiasp vial for continued management. While the patient reported the issue to insulet, the customer was advised to perform a hard reset the controller. The patient reported that after the controller then had a blank black screen. A replacement controller was arranged to be delivered to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.